Manufacturer narrative:
Na

Event description:
It was reported that the turbine stopped blowing air with an audible alarm while connected to a pt. The pt became hypoxic and began to turn blue. The pt was taken to the hospital and placed on another ventilator with success. The dealer was unable to duplicate the reported problem with the ventilator.